Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by symptoms of low blood sugar and dizziness. The cause of peritonitis is unknown. The patient was hospitalized for the events. Seven days later, the patient was treated with intravenous (IV) vancomycin and (IV) gentamicin (doses and frequencies not reported) for peritonitis. The next day, the patient was discharged from the hospital. At the time of this report, both treatments were ongoing. Dianeal therapies were discontinued, the patient's pd catheter was removed, and hemodialysis therapy was started. At the time of this report, the patient was reported to be recovering from the events. No additional information is available. This is report 3 of 5.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14c18117 and h14c25021. There were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).